Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed a test step during testing. The device's internal battery and active exhalation control module were replaced to address the issues. In addition of the above evaluation, the devices pollen filter, exhaust fan assembly, 43-micron filter and power cord were replaced due to maintenance procedure and the technician performed repair test, alarm checking, battery checking, run testing, and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.